Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade ii-iii. Additionally, ultrasound reported ¿siliconomas in axillary prolongation and left armpit¿, ¿solid nodules, ovoid, hypoechogenic, of circumscribed margins, suggestive of fibroadenomas, size 17 mm cse mi (left breast), 18mm external ucc mi (left breast)¿ - not device related, and ¿simple bilateral cysts¿- not device related. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: a review of the device noted an opening assessed as an unidentified (tear). The shell thickness was within specification and there was a missing piece of the shell assessed as inconclusive.

Manufacturer narrative:
Continued h6 health effect impact code: f2203- imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to observe since it is a medical event and is not related to the device. Silicone migration: unable to observe since it is a medical event and is not related to the device. Lymphadenopathy: unable to observe since it is a medical event and is not related to the device. Cyst-ndr: not applicable as the event is not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device. No additional observations were carried out. No further actions are required as the device is observed out of its sealed package the events of granuloma, lymphadenopathy, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, silicone migration, granuloma, capsular contracture baker grade ii-iii, rupture.

Event description:
Healthcare professional reported rupture, capsular contracture baker grade ii-iii. Additionally, ultrasound reported ¿siliconomas in axillary prolongation and left armpit¿, ¿solid nodules, ovoid, hypoechogenic, of circumscribed margins, suggestive of fibroadenomas, size 17 mm cse mi (left breast), 18mm external ucc mi (left breast)¿ - not device related, and ¿simple bilateral cysts¿- not device related. Device has been explanted and replaced. This record relates to the left side.